Event description:
It was reported that the customer slipped and fell and as a result the touch screen became shattered. Reportedly, the customer could no longer interact with the pump touch screen. The customer's blood glucose was 169 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.